Event description:
It was reported that during a thyroidectomy procedure, the surgeon smelled gas and suspected there was a leak in the emg tube. The anesthesiologist was unable to fix the leak and it was decided to leave the emg tube in place as they were nearing the end of the procedure. There was no patient injury and the patient was reported to be fine. The tube was discarded by user facility.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was discarded by the user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.